Event description:
On-q discontinued 3 days after surgery and patient was discharged. Six weeks and 4 days after surgery patient complained of wound opening and sporadic intense pain. 2 weeks later patient was examined and a portion of the catheter was removed. Catheter was disposed of.